Manufacturer narrative:
The reporters address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported black foreign material was observed on five (5) caps of 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This occurred prior to drug mixing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: device manufactured between april 02, 2020 to april 03, 2020. H10: five (5) actual samples were received for evaluation. Unaided visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. All fill port caps were removed which observed a white foreign matter inside the bag of sample only one bag. Additional magnification observed loose white foreign matter in the fluid pathway approximately 0.25 square millimeters inside the lower right side of the bag. The reported condition was verified in one sample. The cause of the condition could not be determined. No issues were observed in the other four samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.